Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not yet returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is received, an analysis will be performed and a supplemental report will be submitted. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the crown became detached in the patient. The target lesion was 95% stenosed and located in a tortuous region of the circumflex. The region was unable to be stented. During treatment with the oad, the crown was observed to be detached. The crown was retrieved. There were no patient complications associated with the event. Additional information was requested for this event, however it was reported to csi that no additional information was available.

Manufacturer narrative:
The reported oad was received for analysis. The device was observed to have a driveshaft fracture on the distal side of the crown weld. The crown was intact. Scanning electron microscopy was performed and identified evidence of fatigue striations on the fractured driveshaft filars. At the conclusion of the device analysis investigation, the report of a device fracture was confirmed. However, the root cause of the fracture could not be conclusively confirmed. The device history record for this oad lot number has been reviewed. One device from this lot number was scrapped during review due to a crown weld issue. This was not found to be present during analysis of the reported device. (B)(4).